Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. An under water leak test revealed a leak from the filter seal. Further visual inspection of the area revealed that the seal had excessive welding. The reported condition was confirmed. The cause was determined to be due to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the drip chamber of an administration set for blood and blood components leaked. This occurred during priming with saline. There was no patient involvement. No additional information is available.